Manufacturer narrative:
Corrective action has been initiated to address the reported issue. Product used.

Event description:
It was reported that two dental implants were explanted 4 months post-operatively due to infection and non-integration of bone graft material.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4). Corrective action was initiated to address the reported issue.